Event description:
A terumo 6f angioseal closure device (part no. 610130, lot 06085097), upon deployment of the device during a cardiac cath procedure, got stuck in the pt. The device was not fully deployed and was unable to be removed. The pt needed to be transferred to another facility and underwent a surgical procedure to have the device removed and also experienced an extended hospital stay of 6 days. Pt underwent a removal of foreign body from right common femoral artery and repair of right common femoral artery. FDA safety report ID# (B)(4).